Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notifier and presented in the clinic. It was noted that the implantable cardiac defibrillator exhibited backup vvi mode. Programming changes were successfully performed. There were no consequences to the patient.